Event description:
Literature: jozwiak, "use of a baclofen pump in the treatment of spasticity in children with cerebral palsy." Pediatria polska (polish pediatrics). February 2007- 82 (2):131-36. Two patients experienced infection in the postoperative wound with pus discharge from the area of the "baclofen pump (synchromed ii or el) which caused the pumps to be removed.

Manufacturer narrative:
This report is being submitted following an internal audit.